Event description:
It was reported that under fluoroscopy, the balloon did not appear to be inflating. After five minutes of waiting to see the balloon inflate, the staff removed the balloon. It was noted that there were no alarms or any other issues. As a result, the staff inserted a new balloon with no issues. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that under fluoroscopy, the balloon did not appear to be inflating. After five minutes of waiting to see the balloon inflate, the staff removed the balloon. It was noted that there were no alarms or any other issues. As a result, the staff inserted a new balloon with no issues. There was no report of patient complications, serious injury or death.